Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 and (B)(6) 2024 it was reported that the insulin leaking from cannula housing/site for 12 - 36 hours, which caused the patient's blood glucose from 280 to 320 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024-07536 - device 5 of 6.